Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that when the nurse removed the dressing (tegaderm), the catheter allegedly broke. The nurse clamped the catheter with forceps and warned the doctor. The catheter was removed because it was said to be impossible to repair it.